Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a failed battery test alarm and blank display. Customer¿s blood glucose value was 151mg/dl. Customer changed the battery but still the failed battery test alarm occurred. Customer stated that the display returned after inserting new battery. Insulin pump will not be returned for analysis.